Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the core wire was fractured 18cm distal of the solder joint. The distal coil tip was unraveled and fractured; however, due to the condition of the coil a measurement was unable to be taken. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the guide wire broke. The physician was using a 300cm stingray guide wire to treat a completely occluded vessel. Upon removal of the guide wire, it became stuck and broke apart. The device was successfully removed and the procedure completed. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that the guide wire broke. The physician was using a 300cm stingray guide wire to treat a completely occluded vessel. Upon removal of the guide wire, it became stuck and broke apart. The device was successfully removed and the procedure completed. No patient complications were reported and the patient's status is fine.